Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. H8: usage of device: corrected. Manufacturer's investigation conclusion: the reported event of the system monitor displaying the incorrect data was not confirmed. Multiple attempts were made to obtain additional information including if any log files were available for review and if any products would be returned for analysis; however, no response was received. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate system monitor was not reported with the event. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (section titled ¿setting up the system monitor for use with the power module¿). Per this section, if the system monitor does not function properly, contact the company's technical service department. Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU. The IFU also instructs users to never expose their power module and other external equipment, including the system monitor, to liquids, as liquid may enter the units and damage them. Per the power module IFU (section 9.0 ¿routine maintenance¿), users are instructed to regularly inspect the equipment for damage, including the system monitor, and to obtain replacements if necessary. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2024 the patient's system monitor displayed 0 lpm for complete loss of flow around 8:00 am. The patient was placed on inotrope support. Around 12:00 pm it was noted that there were no system controller alarms. The system monitor was inspected and found to be displaying 0 lpm however it displayed the current speed and pi to be 4. The system controller display was then cycled and now displayed a flow of 2.8 lpm and no active alarms. There was a suspected touchscreen malfunction, so the 'pbu' and system monitor were swapped out and once replaced they correctly mirrored the system controller parameters. Log files were submitted for review due to a concern for obstruction/occlusion however the log files captured no data that would suggest an obstruction. The event log displayed low flows where the low flow estimator dropped below 2.5 lpm. The pump also saw a reduction in blood volume. Log files also captured low flow events from (B)(6) 2024 to (B)(6) 2024 at time when pi was elevated. Related manufacturer reference number: 2916596-2024-01635 (pump). Related manufacturer reference number: 2916596-2024-01637 (system controller).